Event description:
It was reported that the patient has expired after implant duration of approximately 0.3 months, due to unknown reasons.

Manufacturer narrative:
(B)(4). No sample material or reagent was available for the investigation. The lot number of the reagent was not provided. The investigation consisted of complaint tracking and trending review and labeling review. Complaint records were reviewed and no adverse trends were identified related to discrepant results with the architect ca125 ii assay. The architect ca 125 ii reagent package insert was reviewed and was found to adequately address the issue of inconsistent results. No deficiency / malfunction was identified. This is the final report.

Event description:
The account stated that one patient sample generated a higher than expected architect ca125 result of 247 u/ml which was not reported out of the lab. The sample was retested and generated a result within the expected range (18 u/ml). No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.